Manufacturer narrative:
(B)(4). Additional information: pan. The analysis results that one ple45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on ninth fire the anvil would not allow the tech to load another reload. They removed the device from the field and opened a new stapler to complete the case. After case, inspection of the anvil looked to have the metal holder from the reload lodged inside the anvil. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.